Event description:
Two cna's were transferring a resident from a wheelchair, when they noticed that the resident's foot was caught on the actuator and the sling was caught on the wheelchair. When they noticed this, they re-positioned the resident's foot and un-hooked the sling from the wheelchair, the weight of the resident shifted to one side causing the lift to tilt to one side. The index arm was broken on this lift, thus, it should have been taken out of service and not even used on this transfer, or any others, until it had been repaired. The staff caught this resident and were able to lower the person to the floor, the resident was taken to the hospital and was told they had a bruise on the head.

Manufacturer narrative:
As is stated in our distributor report and inspection, this lift should have been taken out of service, as the spring was broken, and the index arm was worn. Inspection of the lift that was involved in the accident showed that a new index arm was installed and excessive play coming from both legs, and also that the axis pin (mast yoke) was very loose. Prior to this accident, the cna's noticed that one of the vanderlifts wheels would raise up off the floor when transferring a resident, they did not tell anyone about this, as they were not sure if it was the lift acting up or if they were not using it correctly. This lift should have been taken out of service at this time, until proper maintenance is done on this lift. It is apparent that proper maintenance is not being done on these lifts; if it had been, this accident would have never happened.